Event description:
A surgeon reported that pt is experiencing extreme brightness following implantation of an intraocular lens. The association between this event and the iol is not known. Additional info has been requested.